Event description:
During a bankart procedure an anchor broke at the last eyelet location and the physician was unable to retrieve the piece. A back-up anchor was placed beside the remaining piece to achieve fixation. Patient had "good, hard bone" quality; however, the site was not pre-drilled or tapped prior to insertion of the anchor. No patient injury or procedural complications were reported. A delay of approximately 5 minutes was experienced.